Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient was preoperatively diagnosed with lumbar segmental instability, l4-l5 and l5-s1 and und erwent the following procedures: posterolateral arthrodesis, l4-l5 and l5-s1 with autologous bone graft and bone morphogenic protein. Microscopic lumbar hemi laminectomy, l4-l5 and l5-s1. Transforaminal interbody fusion, l4-l5 and l5-s1 with autologous bone graft and bone morphogenic protein and peek cage. Segmental instrumentation, l4-l5 and l5-s1 with pedicle screws. Invasive neural monitoring of 8 nerve roots for 2 hours. As per op-notes, ¿a bone morphogenetic protein and autologous bone graft was placed anterior to the proposed cage and the cage packed with autologous bone graft and bone morphogenetic protein was placed at nerve space obtaining good apposition on the endplates. Then, bone morphogenetic protein was then placed from l4 to s1 bilaterally in the lateral gutters.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.